Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they would have the occasional low blood glucose. The customer's blood glucose level during the incident was 44 mg/dl. The customer's current blood glucose level was 268 mg/dl. The customer would treat the blood glucose with food and glucose tablets. No unusual events were reported. After troubleshooting was performed the customer was advised to monitor the insulin pump and their blood glucose. The device will not return for analysis.